Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing a significant skin infection at the pod application site. The patient was admitted to the hospital on (B)(6) 2025, and remained there for approximately 48 hours, being discharged on (B)(6) 2025. The infection involved swelling and visible changes to the pod site. Hospital staff conducted multiple tests, and the patient was not wearing the pod at the time of admission due to the severity of the skin reaction. The patient was initially prescribed a 7-day antibiotic course, which did not resolve the infection. A second, stronger 7-day antibiotic course was then provided. The patient does not recall the names of the medications or the treating physician. The pod worn prior to hospitalization was discarded at the hospital, and no pod information (lot, sequence, or serial number) is available. The patient stated that the pod was removed and thrown away by hospital staff. No changes in blood glucose levels were reported. No new pod was applied following the incident.